Manufacturer narrative:
Unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, unexpected restart error test, self-test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and off no power test due to motor error. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump was returned. Customer's blood glucose level was not reported.